Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant that did not fully cross the si joint and was too proud on the ilium side. Part number, lot number, manufacturing date, expiration date, UDI number: ifuse implant, p/n 7050-90, lot# i0915, manufactured 01/13/14, expires 2019-01, (B)(4); ifuse implant, p/n 7045-90, lot# i0904, manufactured 01/20/14, expires 2019-01, (B)(4); ifuse implant, p/n 7040-90, lot# i0889, manufactured 01/28/14, expires 2019-01, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient presented to a different surgeon in 2015 with complaints of pain over the right si joint area. The surgeon determined that the most caudal implant was not fully across the si joint with the ilium end of the implant being too proud and irritating the soft tissue. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the caudal implant. No other existing implants were removed or adjusted. The status of the patient following the revision surgery is not yet known.